Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - it was reported that the bilateral patient's hips squeak when he walks. No implants have been removed at this time. Update - 08/04/2011 - litigation papers allege patient suffered injuries which included but not limited to grinding, metal flakes in and around the socket, fluid, pain, swelling, limited range of motion. The plaintiff could not have known that he/she was injured by excessive levels of chromium and cobalt until after the date he/she had his/her blood drawn and he/she was advised of the results of said blood-work. Update 4/28/16 records received. Medical records reviewed for MDR reportability. Revision surgical report noted revision for metallosis, large effusion with metal staining, metal stained synovitis and corrosion at the trunnion. Stem and taper sleeve are being added for allegation of elevated metal ions without lab results and corrosion.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.